Event description:
Additional information was received from the patient. The patient reported that they were unable to increase stimulation and could only decrease. The patient noted that they urgency symptoms and bladder pain had returned and both of which had increased recently. The patient realized that the implantable neurostimulator (ins) was off and was able to turn the ins back on. The patient then was able to adjust stimulation to a comfortable level. The patient mentioned that they went through an airport security gate about 30 days prior to report and they held over the implant for a long time. Transportation security had the patient turn the implant off and go through the x-ray with their hands up. The patient was not sure if the implant got turned back on after that. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037 , serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient needed to increase a couple of notches because their implant was not functioning perfectly. Their symptoms were controlled and it worked perfectly until (B)(6) 2017. It was not really horrible at the time of the report, but there was definitely a change and the patient needed to increase. The issue started 2 days ago and increased yesterday. The patient was able to communicate with their implant to increase the stimulation to 1.8 volts and reported feeling stimulation in the correct area. The patient mentioned that at the airport security they kept holding the wand over their implant and they had to go through a security gate. The patient did not notice any change in stimulation while the wand was passed over them, but they did not turn their implant off before going through the security gate. The patient thought the wand interfered with their device. The patient would follow up with their healthcare professional (hcp) if the problem does not resolve. The patient also indicated that they received aaa batteries and extra quadruple batteries with their patient programmer. The patient also stated that the patient programmer box was given to the patient already opened. The patient was redirected to their hcp office for this issue.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037 (B)(4) product type programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient's device was off and the patient wasn't aware. The patient thought the security wand was the reason for the issue, but it was found that the ins was turned off. The device was turned on and instructions were given to the patient.